Manufacturer narrative:
Concomitant medical products: 4068-52 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low impedance. It was further reported that the lead was sensing noise and non-physiological events. The lead was capped and replaced. No patient complications have been reported as a result of this event.